Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) has been implanted since november 2003. At the last device follow up (6 month ago) the battery level was at bol. The battery level is now eol, which was reached because of a long charge time (greater than 30 sec). The device is not part of an advisory.